Manufacturer narrative:
H6- additional coding- e1305 renal impairment. Boburg, r. S., marinos, s. L., baumgaertner, m., rustenbach, c. J., salewski, c., doll, I., berger, r., schlensak, c., & radwan, m. (2024). Nine years of continuous flow lvad (heartmate 3): survival and lvad-related complications before and after hospital discharge. Journal of cardiovascular development and disease, 11(10), 301. Https://doi.org/10.3390/jcdd11100301. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿nine years of continuous flow lvad (heartmate 3): survival and lvad-related complications before and after hospital discharge¿ that heartmate 3 (hm3) implant is associated with bleeding, infection, driveline infection, hemolysis, neurological dysfunction, stroke, right ventricular (rv) failure, multisystem organ failure (msof), gastrointestinal (gi) bleeding, acute kidney injury (aki), the need for additional surgery, the need for temporary right ventricular assist device (rvad) support, prolonged hospitalization, and death. To evaluate survival rates, left ventricular assist device (lvad) related complications of the hm3 lvad, and causes of hospital re-admissions after hospital discharge, a retrospective review of all patients implanted with a hm3 between september 2015 and june 2024 was conducted, excluding all patient who received a heart ware ventricular assist device (hvad) or heartmate ii (hmii) lvad. Overall, 48 patients (age: 56.1 ± 10.6 years, 40 male (83.3%)) were enrolled in the study. The most common indication for lvad implant was ischemic cardiomyopathy in 25 patients (52.1%), followed by dilatative cardiomyopathy in 19 patients (39.6%) and then myocarditis in 4 patients (8.3%). 35 patients underwent lvad implantation as a bridge to transplantation (72.9%), 5 as bridge to decision (10.4%), 1 as bridge to recovery (2.1%), and 7 as destination therapy (14.6%). At the time of lvad implantation, 16 patients each were an interagency registry for mechanically assisted circulatory support profile 1 and 4 (33.3%), followed by 9 profile 3 patients (18.8%) and 7 profile 2 patients (14.6%). Regarding pre-implantation rv function, 18 patients (37.5%) had normal function, 15 (31.2%) had mildly impaired function, 12 (25%) moderately impaired, and 3 (6.2%) severely impaired, with a mean tricuspid annular plane systolic excursion (tapse) value of 16.4 ± 4.7 mm. The average length of stay (los) was 27.21 ± 22.7 days for the intensive care unit (ICU) and 50 ± 36.1 days for the hospital overall. Perioperatively, 28 (58.3%) patients developed an aki, 23 (47.9%) patients developed an infection (mainly pneumonia), 5 (10.4%) patients suffered a stroke, and 5 (10.4%) patients suffered from gi bleeding. Postoperative bleeding led to 19 (39.6%) patients requiring a re-thoracotomy. Rvad support due to developed or worsened rv failure was required by 6 (12.5%) patients. Patients who suffered an aki had a strong trend to longer in-hospital stays compared to those without an aki (p = 0.07). There were 7 (14.6%) in-hospital deaths, 4 (8.3%) from rv failure, and 1 (2.1%) each from cerebrovascular stroke, abdominal bleeding, and msof. Of the 41 patients who were discharged, there were 11 (26.8%) deaths, with 4 (9.8%) due to sepsis, 2 (4.9%) due to rv failure, 2 (4.9%) due to non-lvad causes (1 liver carcinoma and 1 pancreatic carcinoma), 2 (4.9%) due to unknown causes, and 1 (2.1%) due to cerebrovascular stroke. The overall cohort had a mortality rate of 18 (37.5%). Of the 41 discharges, hospital readmissions were mainly caused by driveline infection in 4 (9.8%) patients, followed by bleeding complications in 3 (7.3%) patients. Of the patients who developed a driveline infection, 2 (4.9%) underwent a surgical relocation; the other patients were treated conservatively. 1 (2.4%) patient each suffered spontaneous thoracic bleeding, gi bleeding, and postoperative bleeding after surgical debridement of a driveline infection. None of these complications were lethal. During follow-up, there were no thrombosis events reported, and no need for a lvad replacement. 1 (2.4%) patient underwent a heart transplantation, and 26 (63.4%) were still on lvad support. The mean follow-up time was 1,263 ± 852 days. The recorded 1-, 2-, and 5-year survival rates were 83%, 785, and 65%, respectively. The continuous flow lvad (hm3) was associated with an excellent in-hospital survival rate in patients with end-stage heart failure, with an 85.4% successful discharge rate.

Manufacturer narrative:
E1 - reporter name: correction. Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of thoracic and cardiovascular surgery, (B)(6) hospital, (B)(6) germany. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple organ failures/dysfunction (including right heart failure and renal failure), stroke, bleeding, sepsis, and infection (including local and driveline or pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also lists infection as a potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Additionally, this section states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.